Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue.

Event description:
While using the bd vacutainer® cpt¿ cell preparation tubes with sodium citrate, it was reported that four "cpts did not separate properly following centrifugation". No serious injury or medical intervention reported. No report of blood exposure to mucous membrane.